Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient who had a "capsule extraction". Customer informed us that they had the capsule in hand and wanted to send it for download. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - completed frm-0089c was received from the customer stating that the patient had "colonic diverticulosis" as a pre-existing condition that could have led to the retention and on (B)(6) 2025 a colonoscopy was performed with capsule removal. (B)(6) 2025 - the video of the capsule was uploaded into capsocloud.

Event description:
(B)(6) 2025 - we were notified of a patient who had a "capsule extraction". Customer informed us that they had the capsule in hand and wanted to send it for download. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - completed frm-0089c was received from the customer stating that the patient had "colonic diverticulosis" as a pre-existing condition that could have led to the retention and on (B)(6) 2025 a colonoscopy was performed with capsule removal. (B)(6) 2025 - the video of the capsule was uploaded into capsocloud.